Event description:
It was reported that the device experienced an electrical reset. The device parameters were reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2012 (B)(6). (B)(4).